Event description:
(B)(4). Had essure implanted in both tubes, one side migrated and sits in my pelvic peritoneal area. Subsequent coil implanted and cryoablation performed to stop heavy menses. This coil had also migrated and punctured my uterus, cryo fluid seeped through singing 6 inches of small intestine. Had emergency bowel resection, close to colostomy bag. Approximately a month in total in the hospital.